Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported the pt's device was showing an end of service/end of life (battery) message. A longevity calculation was performed using the pt's parameters (a1: 4.1 v, 450pw, 40 hz 4+, 4- electrodes programmed alternating +, - down the 0-7 lead. A2: 9.7 v, 450pw, 40 hz, 4+, 4- electrodes programmed with the last 4 electrodes on the lead as the cathode), and the estimated longevity was two months. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.